Event description:
The customer reported via phone call that they were hospitalized due to broken foot due to low blood glucose level on (B)(6) 2022 with blood glucose of 108 mg/dl. The customer's current blood glucose is 163 mg/dl. Customer also provide blood glucose level such as 40 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by food and glucose tablet. Troubleshooting was done for high blood glucose and over delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at the time of incident. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected, which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The customer, did not experience any symptoms. Such as a result of low blood glucose. Customer also, treated with glucagon. Customer went to the emergency room for her broken foot.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. The pump also passed tone check and vibrate check on self test. The pump communicated properly with the glucose sensor simulator and the gst3c transmitter. After sensor warm up and calibration was completed. The pump alarmed alert on low with audio tones. The alert on low alarm with audio tones functions properly during testing. The pump was received without the original battery cap. Unable to verify damage to the battery cap. The pump was received with faded/peeling serial number label. No missing serial number label noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged low bg's. Audio/vibrate anomaly/absence of alarm not confirmed cosmetic damage was confirmed. Battery cap damage was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.